Event description:
A colleague pump had a code of 12:303:984:0002 during pt infusion. The pump was reported to be infusing heparin on channel a, nitroglycerin on channel b, and integrilin on channel c at unspecified rates. The nurse was changing the integrilin infusion on channel c to a normal saline infusion. The nurse attempted to open channel c and was experiencing difficulties when opening the channel and unloading the IV set. The pump then alarmed and stopped infusing on all three channels. According to the biomed, no pt injury had resulted and no medical intervention was required. Though requested, no add'l info was provided regarding pt's demographics, diagnosis and status, rates and concentrations of the medications involved, and set up of the pump. No add'l contact info was available.